Event description:
It was reported that during an arthroscopy procedure using fast-fix 360, the knot could not be pushed and tightened after the t implants were deployed. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy procedure using fast-fix 360, the knot could not be pushed and tightened after the t implants were deployed. The implants were removed. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation was done. The suture was returned. The anchors were not returned. The depth limiter button was not in the default position. The actuator tip was in the t1 position. A functional evaluation was done. The actuator tip functioned as designed. An evaluation of the customer provided image shows a close up of the needle end of a fast fix device. There is bio debris on the needle. The t1 is still attached to the suture and is lying next to the device. The t2 is not visible in the image. The knot appears to be tightened down. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.